Event description:
(B)(4). I've developed an autoimmune disease due to inflammatory response of the materials essure is made of. Had I been aware of the materials I would never have agreed to have them inserted.